Event description:
It was reported that the burr had insufficient diamonds. A 1.50mm rotapro was selected for use. During the procedure, when the tip was checked since the target lesion was difficult to scrape, it was felt that the diamonds on the tip were fewer than normal. The device was completely removed from the patient body and the procedure was completed another of the same device. There was no patient injury.